Event description:
It was reported on arrival client stated that she thinks that the PICC has "come out". She stated that she called last night and had someone come change the dressing because there was a lot of blood, but as per previous notes there was no stabilization device available, so it was left on and just the tegaderm was changed. On assessment noted that the PICC line had migrated out about 6 cm, and the stabilization device was dislodged and wrapped in the tegaderm. On previous documentation of PICC it was noted to be at the 1 cm mark. PICC is less than 1 week old. Encouraged client to go to the hospital for the same, client agreed to same. PICC was removed. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.